Manufacturer narrative:
There is no death or device malfunction associated with the inappropriate treatment event. Device evaluation summary: the monitor sn (B)(4) and electrode belt sn (B)(4) have not yet been recovered from the field. An initial evaluation was conducted and included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. Device manufacture date: monitor: sn (B)(4): 03/29/2013 reuse; electrode belt: sn (B)(4): 01/05/2011 reuse. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock event was lack of response button use by the patient during the detection, prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was oversensing of low-amplitude cardiac signal. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of one shock. The patient was sleeping when the device began to alarm prior to the treatment event. The patient's nurse was present at the time of the treatment event. Oversensing of low-amplitude cardiac signal contributed to the false detection. It was reported that the patient pressed the response buttons, but because the device was behind him it took longer to get to the response buttons. Per review of the downloaded software data flag files and ECG, the response buttons were not pressed during the treatment event. The patient did not seek medical attention and continued to wear the lifevest. There was no death or device malfunction associated with the inappropriate defibrillation event.